Event description:
On (B)(6) 2013, the patient was implanted with three gore excluder aaa endoprostheses. On an unknown date, computed tomography scan revealed a proximal type I endoleak. The device had also reportedly migrated distally (distance unknown). According to the report, the patient¿s anatomy was extremely tortuous, which ruled out the possibility of endovascular intervention. On (B)(6) 2013, the physician explanted the excluder stent-graft system and surgically repaired the vasculature. The patient tolerated the procedure.

Manufacturer narrative:
Additional excluder devices included in this report: plc181400/ 11494619, plc201200/ 11427233. A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and surgical conversion.